Manufacturer narrative:
Specific patient information with regard to the age, gender, and weight was not provided. Although the office identified three (3) different lots associated with the black specks, the office could not verify which lot was used on any of the patients; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4836221, 4882099, and 4859244. The office could not recall patient or incident details. The office reported that the composite was drilled out and the procedure was repeated during the same office visit for the patient. To date, the patient is doing fine. A visual inspection was performed on the returned product for all three (3) of the lots, yielding results within specifications.

Event description:
A doctor's office alleged that black specks were present in nine (9) patient's restorations after light curing the sonicfill material. This is the third of nine (9) reports.